Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had keypad issue. Customer stated that numbers are ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was no response from any button. The customer also mention that they experienced high blood glucose level and treated with insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. All buttons functioning properly during testing. No numbers ramping on their own noted during testing. (B)(4).